Event description:
During an ablation procedure, a cardiac perforation occurred. A cavotricuspid isthmus line (cti) was completed in the right atrium followed by a pulmonary vein isolation procedure. Following isolation of the pulmonary veins, a second cti was completed in the right atrium. During the second cti ablation, an increase in heart rate was noted and the patient became hypotensive. An echocardiogram and fluoroscopy revealed a perforation and the procedure was terminated. All anti-coagulants were stopped and a pericardial drain was placed to resolve the perforation. The pericardial drain was removed the following day and was discharged. It was noted during use of the tacticath ablation catheter, that a fluctuation in the ablation tip occurred and an increase of impedance. The catheter appeared as though the tip was in the sheath even though it was not. The sheath filter was turned on and off without resolution.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. Force measurements were recorded during ablation that exceeded the recommended values in the tacticath quartz contact force ablation catheter instructions for use (IFU); however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported cardiac perforation remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.